Event description:
It was reported that there were worn gears and incomplete meshing. The event timing was during using the device on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, , g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record identified the following related repair: tech confirmed the unit had a damaged gear and could not perform the mesh test. The tech replaced the gear and cap nuts, calibrated the unit, tested it, and returned it to the customer. A definitive root cause cannot be determined. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends